Event description:
It was not clear if the patient¿s concerns were resolved or not. Appointment dates of (B)(6) 2014 were noted. It took the patient thirty-five days to recover after the hospitalization. The patient was back to ninety percent effective.

Event description:
It was reported that the patient had a change in therapy effect. The patient had their device turned off for a nerve injection on (B)(6) 2014. It was off for 3 hours and when they turned it back on they had their symptoms return and it took about 1 week for things to go back to normal and get symptom relief. The patient was in the hospital from (B)(6) 2014 for pneumonia and had 2 CT scans and 3 x-rays of their lungs. They put the device back on and the patient had no symptom relief. The patient was wondering how long they should wait before calling their health care provider (hcp). The patient didn¿t feel any stimulation but that was typical for them and they only ever felt it right when it was turned on and then it went away. The patient was not comfortable using the patient programmer to make adjustments and they were technologically impaired. The patient verified that they saw the lightning bolt in the upper left corner to confirm that therapy was on. It was later reported that there was a 50 percent symptom reduction. The cause of the event was determined and it was not device related. Reprogramming was needed for the patient. The patient was admitted to the hospital for pneumonia and was coughing and could not feel the stimulation sensation. The patient was reprogrammed on (B)(6) 2014 and they felt it in the bicycle seat area and was doing fine now. No other actions were taken to resolve the event. The patient recovered without permanent impairment and they were fine. The patient forgot how to program their device.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va0fxgg, implanted: (B)(6) 2014, product type lead. (B)(4).